Manufacturer narrative:
Batch review performed on 23 february 2022. Lot 171058: (B)(4) items manufactured and released on 04-july-2017. Expiration date: 2022-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event.

Event description:
The patient had a primary surgery on (B)(6) 2018. On (B)(6) 2018, the patient came reporting instability due to a falling. The surgeon revised successfully the liner (size 11mm to 17mm). Presently, on (B)(6) 2022, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (size 17mm to 20mm) and resurfaced the patella. The surgery was completed successfully.